Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same unit. Lens was returned in liquid in lens case/vial. Visual inspection found a torn optic. (B)(4).

Event description:
The reporter indicated that a cc4204a, +21.5 diopter, intraocular lens had a bad haptic. It was reported that there was no patient injury. Patient contact was reported as n/a. Another staar lens same model was implanted. Reporter was unable to provide additional information.